Event description:
On (B)(6) 2025, it was reported that a beta bionics ilet user experienced hypoglycemia with a blood glucose value of 46 mg/dl during the night. The user treated the low with fast-acting carbohydrates and food, and glucose values returned to range. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.